Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during day hospital administration of the second cycle (g1c2) of gemcitabine cisplatin durvalumab, toward the end of the cisplatin infusion the patient developed swelling and tenderness of the left upper arm proximal to the PICC insertion site, without any reported line malfunction at the time. Ice was applied and the patient was referred to the emergency department. Working diagnosis: crack at 6cm. Secured with statlock, no glue, extravasation of chemotherapeutic agent (ICD v66.2). The patient was discharged home with ice, acetaminophen/ibuprofen as needed, and instructions to contact the referring oncology team; a plastic surgery on call review was arranged for the following morning. No further information was provided.